Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level but could not recall the actual number. The cause of low bg was unknown. The customer received third party assistance from their spouse, who called 911 and paramedics provided intravenous therapy (IV) of fluids, but customer could not remember any other action taken to address the low bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.